Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was discharged from the hospital three days later. Retraining was scheduled. The patient was recovering from the event of peritonitis and therapy was ongoing. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The reported condition was not confirmed. The assignable cause could not be determined. A review of all batch record documents was performed for associated lot number 12i18h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.